Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. And the customer had trouble pushing the dosing button. The dose amount of the last insulin delivery with inpen prior to the high blood glucose event had been 30units. The customer had reported a blood glucose value of 400 mg/dl, and the current blood glucose value had been 189 mg/dl. The hyperglycemia was treated with a manual injection. The event involved product(s) mmt-105elpkna. Troubleshooting was performed for the high blood glucose event and inpen issue. Insulin did not exit after multiple priming attempts and changing insulin cartridge. Instructed customer that the inpen be replaced. No further patient complications were reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-105elpkna was requested, and the customer's response was that the device would be returned.